Manufacturer narrative:
Patient demographics (date of birth) was requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Device history record review revealed nothing relevant to this event. The evaluation of the returned device did not reveal anything relevant to the event, however, the reported instability was probably caused by patellar tendon rupture or inter-operative incorrect tibial cut resulting in excessive posterior inclination of the tibial component. This is the first complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event reporter. If additional relevant information is obtained from the investigation, a follow-up report will be submitted.

Event description:
It was reported that the patient required a tka bearing exchange in a revision surgery due to flexion instability. Follow-up investigation: the patient did not report any traumatic event. The original tka case date was (B)(6) 2014. The revision involved removal of the 8mm and adding a 14mm bearing.